Manufacturer narrative:
The immucor pi lab confirmed the presence of the k antigen, in manual capture, on retention capture-r ready-screen (3), lot r683 using capture-r ready indicator red cell, lot 221520 with anti-k, lot 28150728-23 (1:128 dilution). Retention product performed as expected. The pi lab performed testing on the customers returned sample on the echo using retention product. The customers sample resulted as negative on all cells. An immucor field service engineer performed the unexpected reaction checklist. All parameters post inspection were within specification. Replaced peri-pump tubing due to low dispense volume of 9.6 ml (specification is between 9.9 and 10.9 ml). Post inspection, volume at 10.5 ml. Qc was performed and passed. Testing was performed with known kell positive sample. A positive result was obtained. Unexpected reactivity appears to be sample-related.

Event description:
On (B)(6) 2015, a customer reported obtaining unexpected/inconsistent antibody screening results when using capture-r ready-screen (3) on a galileo echo instrument.